Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions so an evaluation was unable to be performed. Since the product packaging was not returned and a lot number was not provided, a review of the device history record was unable to be conducted. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. Because of inspection procedures it is unlikely that the device was released from stryker with the reported failure mode. The reported event could be attributed to: hose connector damaged or broken during use; tourniquet cuff incompatible with devices and accessories; wrong size tourniquet cuff used; improper connection to pump. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened. Device not available for return.

Event description:
It was reported the o-ring was not holding the seal on the device. There was no patient injury, medical intervention, or extended procedure time reported.